Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged during deployment due to lack of forward pressure during deployment. The valve was positioned at -2 millimeter (mm) on the non-coronary cusp (ncc) and 1-2 mm on the left coronary cusp (lcc) once deployed. Moderate to severe aortic insufficiency was observed and the leaflets were not functional. The patient was stable hemodynamically and a second valve was prepared. A post-implant balloon aortic valvuloplasty (bav) was not an option due to the valve position. The second valve was deployed reducing the aortic insufficiency to trace and single digit gradient. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. One media file and one static image were provided for review of the event. The patient summary and valve load inspection were not available for review. No imaging of the second valve was provided for review. No imaging of the dissection or aortic insufficiency was provided. Imaging shows that at 80% deployment, the first valve depth was right at three millimeters indicated by the valve markers. The second image shows an evolut fx bioprothestic valve at -1,-2mm on the noncoronary cusp (ncc) and 1mm on the left coronary cusp (lcc) as mentioned in event description. There does appear to be crowding at the inflow. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A pre-implant balloon aortic valvuloplasty (bav) was not performed and it was reported that the dislodgement was due to lack of forward pressure during deployment. This could not be confirmed by medtronic with the limited information available, so a cause of the dislodgement could not be conclusively determined. Dislodge events are typically not related to a device malfunction. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the limited information available, a conclusive root cause could not be determined but the dislodgement was a likely contributing cause. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that a pre implant balloon aortic valvuloplasty (bav) was not performed. The moderate to severe aortic insufficiency previously reported was classified as central regurgitation. According to the physician, the nosecone of the delivery catheter system (dcs) with the second valve inside had difficulty advancing past the embolized valve. The nosecone of the dcs made contact with the outflow of the embolized valve. It is assumed this contact is what caused the dissection of the ascending aorta. The patient remained stable with no hemodynamic change following the dissection. The patient was monitored for a few days prior to discharge. No further treatment was reported. No additional adverse patient effects were reported. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.